Event description:
The customer reported a leak at the compressor coulter coulter lh 500 hematology analyzer instrument. Blood, controls, stain, lyse, clenz or diluent can be present at the probe of the lh500 instrument. The customer was wearing personal protective equipment (ppe) consisting of a lab coat and gloves. The customer did not come in contact with the fluid and did not seek medical attention. No exposure (sprayed or splashed) to mucous membranes or open wounds were reported. No death, injury or changes to patient treatment or results are associated with this event. On (B)(6) 2012 a field safety engineer (fse) found that the vacuum overflow float did not seal properly, which caused the fluid to get sucked into the vacuum side of the compressor. This can happen when the vacuum lines are not clean. The fse cleaned and dried the vacuum lines. The repairs were verified per established procedures.

Manufacturer narrative:
The cause of the leak is attributed to the vacuum overflow float not sealing properly. Bec internal identification number is (B)(4).